Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump initially failed to power on after a user-initiated shutdown and later exhibited a screen that was responsive for navigation but did not allow meal announcements despite restart, cleaning the screen, confirming updates, and verifying no visible screen damage. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose was reportedly within range while the user followed backup therapy. Outcomes included interruption of intended meal announcement functionality and a temporary switch to backup therapy without medical intervention or hospitalization. Investigation included review of device history via on-device checks, attempts to reproduce and resolve through restarts and cleaning, verification of software currency, request and review of a user-provided video, and confirmation of unchanged behavior. Investigation of this case revealed a persistent user interface functionality failure consistent with a screen or touch input malfunction affecting the meal announcement feature, without corroborating evidence of external damage. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the user interface subsystem.